Manufacturer narrative:
The returned device analysis did not confirm the reported difficult gripper actuation as both grippers actuated as intended. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information, a cause for the reported difficult gripper actuation could not be determined. It is possible that the interactions during the preparation resulted in increased tension on the device and/or the user technique contributed to the user experience contributed to the reported issue, but this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported during preparation one of the gripper arms did not lower. System preparation was performed multiple times, but the issues was unable to be fixed. Also, troubleshooting was also performed, but the issues was still unable to be fixed. Therefore, the clip delivery system (cds) was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.